Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused/ took longer than expected with a 50 ml bag of zosyn drug volume of the IV bag programmed at 25 ml an hour which took twice as long during the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.